Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the tip of the lead was bent starting at the first contact. The patient did report after the case she recently sustained a fall.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2016 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated they were in a case in which the patient's implantable neurostimulator (ins) was being replaced. Caller stated that when they connected to new ins, they were only able to get good connections with the white tail of the paddle lead in the bottom port of the ins. While on the call, caller stated everything was resolved and didn't need further assistance. Rep later reported it looked to be a bend in the lead and placing the lead in a different direction seemed to solve the connection issue.